Event description:
Patient's mother reported patient is receiving persistent occlusion errors during bolus and during basal delivery over the past 3 days. Mother stated patient's blood glucose level read hi (>600 mg/dl); changed infusion set at a new site. Mother reported patient uses the pump to treat her blood glucose level. Mother stated occlusions continued to persist. Mother reported patient was taken to the hospital on (B)(6) 2015 due to occlusions causing elevated blood glucose level and due to an electrolyte imbalance; was treated with insulin injections. Mother declined further discussion; unable to request infusion set for return. Requested return of the alleged pump, adapter, and cartridge for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.